Event description:
The alaris infusion pump had the front bezel changed out by alaris for their recall. The device have continually had an accuracy issue. The accuracy is too low for the device to pass the maintenance software checks. They device continually fails by deliver too low of an infusion. We need to change out the pressure sensors and the front bezel before it could be used on a patient. Here are the serial numbers of the units: (B)(4).